Event description:
It was reported by a customer complaint that the pt was hospitalized after receiving an overinfusion of isnulin. The incident was reported by the pt's family member who stated they were at the hair salon with the pt and noticed air in their tubing. They disconnected them at his site and proceeded to prime the air out of the tubing. They started the process and claim to have stopped the autofill after 2 units. They reported that they got distracted and can't remember exactly what happened next, but believes that the pump continued to delivery after they had reconnected the pt, possibly delivering up to 28 additional units and alleges that this was result of a "sticky" keypad. When they became aware of the overinfusion they had the pt eat a whole roll of glucose tabs and glucose drink on the way to the ER. At the ER the pt's blood sugar was measured at 70, they were started on a glucose IV and was admitted overnight and was released the next day. After release they put the pt back on the pump for a week before calling for a replacement pump. The pump will be returned for evaluation.